Event description:
It was reported that the wire wouldn't pass through the catheter. The dr tried backloading the catheter onto the indwelling wire. The catheter never made it inside the pt. Only the catheter was removed and replaced with the case being completed without further complications being reported.